Manufacturer narrative:
A getinge service territory manager (stm) performed further evaluations on the unit and was unable to duplicate the power up issue with fully charged batteries. The stm then let the unit run on batteries in normal mode only for more than 2 hours, which resulted in no issues. The stm then completed full calibration, functional testing and safety checks to factory specifications, and the unit was returned to the customer and cleared for clinical use. Subsequently, we requested information on the issue of the customer¿s initial refusal of the unit and request for a replacement iabp and a getinge regional manager advised that the unit was serviced and the reported issue could not be verified. The unit was cleared for clinical use.

Event description:
It was reported during an in house training by a getinge clinical representative that the cardiosave intra-aortic balloon pump (iabp) was not plugged in at the time and powered off with no audio alert when the cart release lever was pulled. Battery one was fully charged, battery two indicated 1/3 charged. The iabp was not on a patient, there was no intra-aortic balloon or simulator attached. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported during an in house training by a getinge clinical representative that the cardiosave intra-aortic balloon pump (iabp) was not plugged in at the time and powered off with no audio alert when the cart release lever was pulled. Battery one was fully charged, battery two indicated 1/3 charged. The iabp was not on a patient, there was no intra-aortic balloon or simulator attached. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Fault codes 7, 16, 37 and 53 were found. No repairs were made as the hospital requested a new cardiosave to replace this one.

Event description:
It was reported during an in house training by a getinge clinical representative that the cardiosave intra-aortic balloon pump (iabp) was not plugged in at the time and powered off with no audio alert when the cart release lever was pulled. Battery one was fully charged, battery two indicated 1/3 charged. The iabp was not on a patient, there was no intra-aortic balloon or simulator attached. There was no patient involvement, thus no adverse event was reported.